Manufacturer narrative:
The insulin pump was received with a motor error alarm due to encoder signal out of phase. Unable to perform the displacement test due to motor error alarm anomaly. Observed scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error 3 times in the last 30 days. The blood glucose reading was unavailable. Advised replacement of the insulin pump. Nothing further reported.